Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired. A family member expressed concern that the device contributed to the patient's passing. It was reported one of the leads had been implanted in the wrong location. Additionally, it was reported the remaining longevity was 3.5 years although the device had only been implanted a few weeks. The device was retained by the funeral home, the patient's family requested it be returned for analysis.